Manufacturer narrative:
Depuy mitek to date has not yet received the complaint device for evaluation. A batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; and therefore, there is no internally assignable cause for the reported problem. This type of failure has historically been attributed to a user technique issue. One hypothesis is that during the initial anchor insertion, the anchor could have been inserted off axis or inserted into too hard or dense bone. Any one of these improper techniques could have created a crack or weakened the anchor during initial insertion, leading to the failure of the device over time. The device failed in a post operative timeframe, causing a need for a reoperation. A report is being filed to document this event. When and if the complaint device is received here at depuy mitek, it will be subjected to a failure root cause analysis. If the analysis identifies any definitive root cause, outside of user technique, a follow-up report will be filed.

Event description:
The rep is reporting that in the post-operative timeframe, the top suture eyelet of the spiralok anchor sheared/broke off causing the rotator cuff repair to fail. A revision procedure was subsequently performed where the surgeon used free sutures of ethibond and panalok rc to repair the cuff tear without further incident or harm to the pt.